Event description:
The iab was removed from the pt after 1hr of use as the perfusionist noted a lack of good blood return and was unable to obtain an arterial wave form using a competitor's pump. A replacement iab was used w/no complication to the pt.